Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with therapy for peritoneal dialysis. Therapy was discontinued and the patient was placed on hemodialysis. The breach in aseptic technique was further specified as contamination from dust produced during house shifting. The patient was hospitalized for the event and began treatment with injections (inj) of vancomycin (1 gm, once in 4 days and intraperitoneally (ip)) and inj of amikacin (250 mg, once daily and ip). The patient later recovered from the peritonitis. No additional information is available at this time.